Event description:
It was reported that pericardial effusion, cardiac tamponade, bradycardia, hypotension and death occurred. A left atrial appendage closure procedure was performed. One partial recapture was performed, and the 24mm watchman flx left atrial appendage closure device was successfully implanted. During immediate recovery post implant, a pericardial effusion and cardiac tamponade was discovered, the patient was then admitted to the hospital on (B)(6) 2022. The patient was then discharged on (B)(6) 2022. The patient returned to the hospital on (B)(6) 2022 and was re-admitted due to hypotension and bradycardia. The patient died on (B)(6) 2022.